Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, interface board, and power supply were replaced to address the issues. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under cfr 21 part 803 and the manufacturer's updated reporting procedures. This program is being under taken to address FDA warning letter 12-phi-01.